Event description:
The customer reported a calibration flow error. This is a check vent alarm that allows the ventilator to continue to function on a limited performance using air only. No patient involvement.